Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that controller ac adapter passed functional testing. Visual inspection revealed an illegible release indicator. This is an additional finding, not related to the reported event, likely due to wear and/or handling of the device. Additionally, visual inspection revealed damage to the outer cable sheath near the output connector, exposing the internal wires. The observed damage did not affect the functionality of the device. As a result, the reported event was confirmed. The most likely root cause of the reported "damaged cable" event can be attributed to wear and/or handling of the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter had a damaged cable. The ac adapter will be exchanged. No patient complications have been reported as a result of this event.